Event description:
When inserting device the physician met with resistance. The device was pulled out slightly to maneuver in to the vein when it was noted that a piece of catheter was missing (right dorsum of hand). The pt was sent to the emergency department for surgical removal of piece.